Event description:
According to the reporter: the original surgery was in 2005. Basically, the pt has ended up with a series of surgical complications, a trip to the ICU and referral to a general surgeon who determined that an infection had occurred. No further pt or clinical treatment info has been provided.